Manufacturer narrative:
It was reported that the form entered in error. No device deficiency occurred during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a lesion in the distal circumflex artery. It was reported that the stent was unable to deploy and was removed intact. No patient injury reported.